Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2018 the patient underwent a right total knee arthroplasty using simplex hv bone cement to cement all components. It is further alleged that he had to undergo a revision surgery on (B)(6) 2018 due to mechanical loosening of his tibial component. No more information have been provided.